Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that shortly after initiating therapy, the intra-aortic balloon (iab) migrated downward about 2 centimeters in accordance with the timing of inflation. A new iab was inserted but the same issue occurred. The augmentation was lowered, but the situation did not change. There was no calcification, so it was determined that the risk of iab leak was low. Therapy was continued as it was. There were no patient harm or adverse event reported. This report is for the 2nd iab used in this event. A separate report has been submitted for the 1st iab.

Manufacturer narrative:
Event site postal code: (B)(6) / UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. / the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. / complaint record ID # (B)(4).